Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded episodes with noise over sensing. Right ventricular automatic threshold tests were performed successfully. The pacemaker remains in service at this time. No adverse patient effects were reported.